Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on june 28, 2024. The reporter alleged that the medtronic mini med 630 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The customer reported blood glucose value of 46 mg/dl. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake, ems/ambulance/ER visit. It is unknown whether the pump was used within 48 hours of the reported event and the status of the auto mode/smartguard feature was acrive. The event involved product(s) unomedical, mmt-332a, mmt-1715kl. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1715kl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the low was on february 9, 2021 at 12pm. Customer alleged over delivery of 22u of insulin. Customer said after an optometrist appointment, he was putting directions into his phone application and had a low and became unconscious in his car. Paramedics were called. They gave him dextrose 10 intravenously, yogurt, and a drakes cake. He decided not to go to the hospital and continued to self-treat. Pump had a black retainer ring. Pump was used within 48 hours of the low. Pump does not have auto mode/smartguard feature. Customer has discontinued the pump. Pump is not returning for analysis.